Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2010- pt began treatment at an fresenius clinic. On (B)(6) 2010 to on (B)(6) 2011- pt dialyzed without incident. On (B)(6) 2011- last documented treatment. Pt completed treatment without incident. The pt arrived by stretcher, as per usual means of transport. Treatment started at 10:16. Blood pressure (b/p) was 152/79, pulse 58. Treatment ended at 13:50 with b/p = 107/60 and pulse 68. Blood was returned. Pt coped well with dialysis and was discharged by stretcher per usual protocol. Pre weight was 74.3kg and post weight was 72.8kg, bicarb = 38. On (B)(6) 2011- pt expired due to septicemia while hospitalized.

Manufacturer narrative:
The plaintiffs' attorney alleged that after using granuflo dialysis products, the decedent suffered a cardiovascular event and died on (B)(6) 2011. Additional information provided indicates use of naturalyte. Medical records were received and reviewed by the post market clinical specialist. Based on the medical records provided it is unknown whether the device may have caused or contributed to the reported event. Though requested, there are no treatment records, medical records, history, progress notes, death certificate or autopsy available for review. The plant has been notified of the event, including the date of the event and the facilities where treatment was received prior to and after the reported event. Results of the plant investigation are pending. Additionally, no product has been returned. No conclusion can be drawn at this time. Upon final review by the physician of the medical records received and completion of the plant investigation, a follow up report will be submitted. Reference MDR # 1225714-2013-00941.